Event description:
It was reported during use the bd vacutainer® lithium heparinn (lh) blood collection tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "during use of the tube, a blood clotting issue occurred. Biochemical examination showed that the specimen was unqualified."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. All samples (retains and control lots) demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to clotting were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during use the bd vacutainer® lithium "heparin" (lh) blood collection tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "during use of the tube, a blood clotting issue occurred. Biochemical examination showed that the specimen was unqualified."